Manufacturer narrative:
Reported event: mps reported arm jerking and shaking during tibial cuts. Doctor has requested fse service visit. Product inspection: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: no vibration or jerking detected all tests and checks within mako tolerances work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 6/20/2017, 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(6), serial number rob590 shows no additional complaints related to the failure in this investigation. Conclusions: system is ready for clinical use.

Event description:
Mps reported arm jerking and shaking during tibial cuts. Doctor has requested fse service visit. Update: surgical delay: "less than 1 minute. We just had to come in and out of cut plane 3 times to finish cut."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm jerking and shaking during tibial cuts. Doctor has requested fse service visit. Update: surgical delay: "less than 1 minute. We just had to come in and out of cut plane 3 times to finish cut."